Event description:
Complainant alleged that while attempting to defibrillate a female pt in cardiac arrest, after the first analysis and successful shock delivery, the device displayed an inappropriate "replace batteries" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.